Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed the cut wire of the tome snapped in the middle of the sphincterotomy inside of the patient. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. Additionally, the distal tip and the working length at the distal section were found damaged (split/torn). It is most likely that a peak of voltage could have caused the cutting wire to be broken and blackened. Furthermore, the damaged distal tip and working length are known issues caused during manipulation of the device, or due to interaction with the endoscope or other devices. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure, and the device had no influence on the event. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed the cut wire of the tome snapped in the middle of the sphincterotomy inside of the patient. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.